Event description:
Related manufacturer reference number: 2017865-2021-32500. It was reported that the patient experienced endocarditis and vegetation was seen on the right ventricle lead. The implantable cardioverter defibrillator and right ventricle lead were both explanted. Patient was stable.